Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b7vc, implanted: 2013-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient needed assistance adjusting stimulation to help their bladder retention. The patient did not know if they should increase or decrease stimulation. The retention occurred after battery replacement and botox injection. The issue was ongoing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.